Manufacturer narrative:
The patients' demographics such as age, date of birth, sex, weight, ethnicity and race were not supplied. The beckman coulter (bec) field service engineer (fse) inspected the instrument and identified damaged sample tubing. The tubing was hitting against the unicel dxi 800 access immunoassay system frame which mis-aligned the sample probe causing it to bend. The tubing had a small hole. This would cause inconsistent delivery of reactants, impacting patient results. The field service engineer replaced the tubing, aligned the sample probe and verified proper system operation. The cause of this event is a hardware malfunction of the placement and physical properties of the tubing.

Event description:
On (B)(6) 2018 the customer reported that twenty-two patient samples had erroneous results for multiple assays on the laboratory¿s unicel dxi 800 access immunoassay system, serial number (B)(4). The customer reported that the sample probe on the unicel dxi 800 access immunoassay system was bent. After replacing the sample probe, the customer performed carryover and system check; both diagnostic tests failed to meet specifications. The sample probe was again bent. The customer identified two patient samples that recovered with low troponin I (access accutni+3) results. Patient identified as patient 1 recovered with an access accutni+3 result of 0.034 ng/ml. The patient identified as patient 2 recovered with an access accutni+3 result of 5.968 ng/ml. The customer retested the patient samples on their alternate unicel dxi 800 access immunoassay system (serial number not provided) and obtained higher results of 2.552 ng/ml and 17.257 ng/ml respectively. Access accutni+3 reference range (0.00 ng/ml-0.04 ng/ml) there was no report of patient injury or change in patient treatment associated with this event. No issues were reported with calibration and quality control (qc) results were in range before the event. Information on patient sample collection and processing was not provided. No issues with sample integrity were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument.